Event description:
It was reported that the atrial lead had dislodged post implant procedure. The atrial lead was repositioned on (B)(6) 2022. On (B)(6) 2022, during the in-clinic check, x-ray showed that the atrial lead had dislodged again. The atrial lead also exhibited high capture thresholds and change in lead impedance. The atrial lead was explanted and the atrial port was plugged. Patient was stable.

Manufacturer narrative:
The reported events were for lead dislodgement, low lead impedance, and inadequate capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for procedural damage. The reported events for low lead impedance and inadequate capture were not confirmed. Electrical testing was normal.